Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient was escalated from impella cp to impella 5.5 on december 3rd. During the impella 5.5 insertion, systolic arterial blood pressure (sabp) in the right hand decreased to approximately 30 mmhg. Initially, this decrease was attributed to intraoperative manipulation; however, after returning to the ICU, sabp in the left hand also decreased to approximately 30 mmhg. Aortic waveforms were obtained at approximately map 80. A subsequent CT scan confirmed thrombus occlusion in three branches of the aortic arch. Sheaths were inserted into both internal arteries, and perfusion was initiated via the extracorporeal membrane oxygenation (ECMO) circuit. A head CT scan revealed significant cerebral edema due to infarction. The patient subsequently expired. The physician noted that an ultrasound performed prior to impella 5.5 insertion revealed a large thrombus in the left atrial appendage. It is possible that this thrombus propagated during the impella 5.5 insertion; however, causality cannot be determined with certainty. The physician stated that the use of impella was necessary to attempt to save the patient¿s life, and there is no impact on future use of the device. Additional information indicated that no issues were reported with the operational status of the device or the patient¿s condition during impella cp support. An arterial line was inserted into the right radial artery. The cerebral infarction was confirmed to be ischemic. Because there was no dissociation between the arterial line inserted into the right temporal artery and the position waveform, it is unlikely that the cerebral infarction occurred during cp support.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Medical safety/clinical reviewed the event. The patient was escalated from impella cp to impella 5.5 support. At the time of impella 5.5 insertion, systolic arterial blood pressure (sabp) in the right hand decreased to 30 mmhg. This was initially attributed to intraoperative manipulation. However, upon return to the intensive care unit (ICU), sabp in the left hand also decreased to approximately 30 mmhg. Aortic (ao) waveforms were obtained with a mean arterial pressure (map) of approximately 80 mmhg. A subsequent computed tomography (CT) scan confirmed thrombotic occlusion in three branches of the aortic arch. Sheaths were inserted into both internal arteries, and perfusion was initiated via the extracorporeal membrane oxygenation (ECMO) circuit. A head CT scan demonstrated significant cerebral edema secondary to ischemic cerebral infarction. The patient subsequently expired. Physician comments indicated that ultrasound imaging performed prior to impella 5.5 insertion identified a giant thrombus in the left atrial appendage. The physician noted that the patient¿s survival would have been unlikely without impella support and indicated no anticipated impact. Additional information indicates it is unclear whether a CT scan was performed at the time of escalation from impella cp to impella 5.5. An arterial line (a-line) was placed in the right radial artery. The cerebral infarction was ischemic in nature. As there was no waveform dissociation between the arterial line placed in the right temporal artery and the device position waveform, it is considered unlikely that the cerebral infarction occurred during impella cp support. Based on the available information, the timing of the cerebral infarction is unknown but is considered unlikely to be associated with impella cp support per the report. The impella cp will be reported as a serious injury type of reportable event, while the impella 5.5 will be reported as a death type of reportable event. According to the physician, the patient¿s survival would have been unlikely without impella support. Correction. After review of the case by medical safety, it was determined the impella cp is a serious injury type of reportable event. Sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes) have been updated, corrected accordingly. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
The investigation was updated to include additional adverse event(s). Investigation summary. The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported thrombosis, stroke, and embolism could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. Section d1brand name was corrected accordingly.